Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation: uterus / expulsion/ malposition of essure device location of device: uterus'), device breakage ('device breakage') and fallopian tube perforation ('perforation : fallopian tube') in an adult female patient who had essure (batch no. A34124, 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude ". The patient's medical history included body mass index high, insomnia, decreased appetite and menses irregular with excessive bleeding. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), levothyroxine, liothyronine sodium (liothyronin) and medroxyprogesterone acetate (depo provera). On(B)(6)2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting on daily basis"), urinary tract disorder ("urinary problems or changes"), dysuria ("painful urination"), urine odour abnormal ("unpleasant odor"), arthralgia ("pain in knees, hips, ankle, elbow"), pain in extremity ("pain in feet") and neck pain ("pain in neck"). In (B)(6)2013, the patient experienced burning sensation ("burning sensation"). In (B)(6)2014, the patient experienced menopausal symptoms ("hormonal changes; describe: menoopausal symptoms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), procedural pain ("transient procedure pain") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, psychological trauma, migraine, headache, menopausal symptoms, nausea, fatigue, weight increased, procedural pain, mood swings, arthralgia, pain in extremity and neck pain outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, vaginal haemorrhage, urinary tract disorder, dysuria, urine odour abnormal and burning sensation had resolved. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, burning sensation, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, menopausal symptoms, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, procedural pain, psychological trauma, urinary tract disorder, urine odour abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left trailing coils 3 coils. Right trailing coils 3. Discrepancy noted in date of insertion: (B)(6)2014 patient received treatment for migration, perforation: fallopian tube, uterus , device breakage , expulsion ,pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), psych injury, bladder problems, vaginal discharge, migraine, headache, hormonal changes, nausea, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on 25-sep-2013: results of confirm. Test : right occlusion only; on (B)(6)2014: unilateral occlusion (right tube occluded) failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: perforation(uterus), migration~ lot number: 12475788 manufacturing date: 2011/01 expiration date: 2013/12 lot number: a34124 manufacturing date: 2012/07 expiration date: 2015/07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation: uterus / expulsion'), device breakage ('device breakage') and fallopian tube perforation ('perforation : fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue") and procedural pain ("transient procedure pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, psychological trauma, migraine, headache, hormone level abnormal, nausea, fatigue, weight increased and procedural pain outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, procedural pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2014 patient received treatment for migration, perforation: fallopian tube, uterus , device breakage , expulsion ,pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), psych injury, bladder problems, vaginal discharge, migraine, headache, hormonal changes, nausea, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results of confirm. Test : right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event 'transient procedure pain' added. Lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation: uterus / expulsion'), device breakage ('device breakage') and fallopian tube perforation ('perforation : fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, psychological trauma, migraine, headache, hormone level abnormal, nausea, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2014. Patient received treatment for migration, perforation: fallopian tube, uterus , device breakage , expulsion ,pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), psych injury, bladder problems, vaginal discharge, migraine, headache, hormonal changes, nausea, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation: uterus / expulsion/ malposition of essure device location of device: uterus'), device breakage ('device breakage') and fallopian tube perforation ('perforation : fallopian tube') in an adult female patient who had essure (batch no. A34124, 12475788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude ". The patient's medical history included body mass index high, insomnia, decreased appetite and menses irregular with excessive bleeding. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprine), levothyroxine, liothyronine sodium (liothyronine) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In june 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal/ spotting on daily basis"), urinary tract disorder ("urinary problems or changes"), dysuria ("painful urination"), urine odour abnormal ("unpleasant odor"), arthralgia ("pain in knees, hips, ankle, elbow"), pain in extremity ("pain in feet") and neck pain ("pain in neck"). In july 2013, the patient experienced burning sensation ("burning sensation"). In march 2014, the patient experienced menopausal symptoms ("hormonal changes; describe: menopausal symptoms"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), procedural pain ("transient procedure pain") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, psychological trauma, migraine, headache, menopausal symptoms, nausea, fatigue, weight increased, procedural pain, mood swings, arthralgia, pain in extremity and neck pain outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, vaginal haemorrhage, urinary tract disorder, dysuria, urine odour abnormal and burning sensation had resolved. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, burning sensation, device breakage, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, menopausal symptoms, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, procedural pain, psychological trauma, urinary tract disorder, urine odour abnormal, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left trailing coils 3 coils. Right trailing coils 3. Discrepancy noted in date of insertion: (B)(6) 2014 patient received treatment for migration, perforation: fallopian tube, uterus , device breakage , expulsion ,pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), psych injury, bladder problems, vaginal discharge, migraine, headache, hormonal changes, nausea, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results of confirm. Test : right occlusion only; on (B)(6) 2014: unilateral occlusion (right tube occluded) failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: perforation(uterus), migration~ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Lot number newly added. Events: hormonal changes describe: mood swings, abnormal bleeding vaginal/ spotting on daily basis, urinary problems or changes, painful urination, unpleasant odor, burning sensation, pain in knees, hips, ankle, elbow, pain in feet, pain in neck, device ineffective were newly added . Event deleted "plaintiff did not undergo confirmation test" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation: uterus / expulsion'), device breakage ('device breakage') and fallopian tube perforation ('perforation : fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, psychological trauma, migraine, headache, hormone level abnormal, nausea, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2014 patient received treatment for migration, perforation: fallopian tube, uterus , device breakage , expulsion ,pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), psych injury, bladder problems, vaginal discharge, migraine, headache, hormonal changes, nausea, fatigue, weight gain. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: previously reported event "injury " replaced with "migration/expulsion/ perforation: uterus" ,events- "fallopian tube perforation, device breakage ,pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), psych injury, bladder problems, vaginal discharge, migraine, headache, hormonal changes, nausea, fatigue, weight gain, plaintiff did not undergo confirmation test", reporter information were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.